Event description:
After approx one day of iab therapy, a balloon leak was detected via blood in the tubing. The iab was removed and not replaced. No pt injury occurred. No pt info or further details are available.